Manufacturer narrative:
(B)(6). The exact date of patient fall is unknown; but the patient returned to the operating room on (B)(6) 2015. The original implant procedure date is unknown, but occurred approximately one (1) year ago. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: january 28, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a cannulated pediatric osteotomy system (capos) procedure on an unknown date to treat a right femur fracture. The patient achieved union thereafter, but fell and re-broke her right femur below the original plate. A revision procedure was performed on (B)(6) 2015 in order to remove the original hardware. The patient's fracture was then re-set with a longer plate. No allegations were made against the explanted devices. The revision was completed without any surgical delay. (B)(4).